Event description:
The new on-trial warming mattress was used for this case by the perfusionist. The vender rep from kimberly-clark was in the or and demonstrated the product to the surgical team when positioning the patient for the surgery. During the post operation skin assessment, there were several red colored deep skin indentations found under bilateral axilla, along flank where the edges and tapes of the warming mattress were in contact with the patient's skin. One area of skin breakdown, about 1 inch x 1/4 inch sized, was also found on left upper back close to left axilla where the warming mattress was in contact with the patient's skin. Two mds, or charge nurse, two rns were all present for assessing patient. Patient will be follow up in ICU per md, and referring md will be notified per md.